Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), an attempt was made to insert the balloon into the femoral artery using the sheath but it did not enter. The balloon was replaced to start therapy. There was no reported injury to the patient.